Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the batteries caused the patient's pump to stop. The patient was not injured.

Manufacturer narrative:
The patient remains ongoing on lvad support. The batteries were returned to the MFR for eval and are currently being analyzed. No further info is available. At this time. A supplemental report will be submitted when the MFR's investigation is completed.